Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high, and high undefined pace/sense impedance. The lead had a possible fracture and varying impedance. The lead was programmed off and later replaced. During the laser extraction of the lead, the patient started "losing pressure and was opened up to contain bleeding." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted that the full lead was not returned. If information is provided in the future, a supplemental report will be issued.